Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 464 mg/dl. The customer stated that they are stuck in the rewind and delivery loop. The customer stated that the bolus delivery screen was 0.0 units. The customer was advised to press act on the rewind complete screen. The customer was assisted in clearing battery out limit and bolus stopped alert. The customer was advised the pump can be replaced if the bolus attempt during rewind is avoided.